Event description:
A healthcare professional reported rupture discovered by MRI scan. This record relates to the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.